Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician.¿the root cause of the device not turning on was determined to be a depleted battery.¿ to correct the condition, the battery was replaced.¿ the device was serviced and restored to a good working condition.¿ if additional relevant information is received, a follow up MDR will be sent.